Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event(s) of the infusion of air into the body and shoulder pain requiring hospitalization. The definitive etiology of the event(s) is unknown; therefore, causality cannot be determined. Based on the lack of available information at the time of this clinical investigation, the liberty select cycler cannot be disassociated from the event(s). The discharge summary is unavailable therefore, no assessment of the reported event(s) can be performed. In addition, the liberty select cycler was never returned to the manufacturer for evaluation. As such, a possible causal or contributory role cannot be ruled out.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) called fresenius technical support reporting shoulder pain due to the liberty select cycler infusing air into her. Upon follow-up, the peritoneal dialysis nurse (pdrn) reported that the patient was hospitalized from (B)(6) 2018 for shoulder pain (specifics not provided), which reportedly migrated to the leg (specifics not provided). The pdrn stated the patient probably had lower extremity edema, however no specifics were provided. The patient reportedly continued to perform pd therapy while hospitalized, and no changes were made to the patient¿s dialysis prescription. The cause of the pain is unknown therefore, a new liberty select cycler was requested as a precaution. The pdrn reported the patient was discharged in stable condition and continues to perform ccpd therapy without difficulty. Additional information was requested, however was not provided.